Event description:
It was reported the patient was not able to adjust stimulation. The device displayed a "call your doctor" icon with a warning symbol. A power on reset (por) condition was reported. This was the first time the patient tried to adjust stimulation since receiving shock treatment for atrial fibrillation on the event date. Prior to shock treatment, therapy was helping the patient's symptoms. Therapy was still helping at the date of this report, but the patient was unable to adjust the stimulation. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3093-28 lot# v967498, implanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).